Event description:
On (B)(6) 2023, it was reported by a sales rep via email that an ar-1588tn-20, tightrope® ii abs, implant snapped at the loop when tensioning tibia using tensioning handles. This was discovered during use and a case was involved. To complete the procedure, the graft was removed from the joint and salvaged with 2x ar-1588btb tightropes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.